Event description:
Pt fell out of maxilift. After investigating the incident, it was discovered that the plastic clips on the sling were worn. Contusion to the head, bruises to the shoulder and back of leg.